Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A sample has been received but has not yet been evaluated. (B)(4).

Event description:
A customer reported that the probe tip broke during surgery. The product was completed with no harm to the pt.